Manufacturer narrative:
No product was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the cuff was fluid leaking with a volume of 2ml. There was unknown patient harm reported as a result of the event.